Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1/establishment name: (B)(6). The device was returned to olympus facility for evaluation. In addition, evaluation found the following: the bending angle in up direction does not meet the standard value and the play of upward/downward knob was out of the standard value, due to wear of angle wire; the adhesive on the bending section cover (a-rubber) was chipped and had white-clouded area; the adhesives around objective lens had white-clouded area; the adhesive around light guide (lg) lens was peeled; the plastic distal end cover (c-cover) had a dent and was burnt; there were scratches on the connecting tube, protector of universal cord on suction connector (s-connector) side, universal cord, switch 1 (sw1), and the protector of universal cord on control section side; the connecting tube had a dent and was wrinkled; the zoom does not work smoothly, due to damage on zoom charged coupled device (ccd), the sw1 was worn; the paint on suction cylinder (s-cylinder) and paint on air/water cylinder (aw-cylinder) were peeled; and the control unit had discoloration. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastointestinal videoscope had an angulation malfunction. During evaluation, the following reportable issue found the tip nozzle had foreign object. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.